Event description:
A user facility reported that the folder folded an intraocular lens asymmetrically. The lens was inserted and the surgeon noted two cracks. The surgeon decided to leave the lens implanted. There was no pt impact/injury associated with this report. This product intended for single use. However, the folder associated with this event was re-used after sterilization.